Manufacturer narrative:
Date sent to the FDA: 8/18/2020. Additional narrative: it was reported that the patient experienced hernia recurrence and infection following surgery.

Manufacturer narrative:
Date sent to the FDA: 8/21/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent a laparotomy of the small bowel on (B)(6) 2016 during which the surgeon noted ¿the mesh had contracted and exposed the abdominal wall defect.¿ it was reported that the patient underwent removal surgery on (B)(6) 2017. It was reported that the patient experienced severe pain, discomfort, diarrhea, inflammation and loss of appetite. No additional information is provided.